Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump passed the prime, displacement, basic occlusion, and excessive no delivery alarm tests. No excessive no delivery alarms were noted. The insulin pump beeped properly during testing. No audio or beep anomaly was noted.

Event description:
It is reported that the patient's insulin pump experienced excessive no delivery alarms. The patient's blood glucose level was 347mg/dl and treated themselves via injections. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.